Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient implanted with this pacemaker exhibited repeated syncopal episodes and sustained a head injury with associated bleeding as consequence. Technical services (ts) was consulted and provided troubleshooting options to the field representative. No noise artifacts or sources of electromagnetic interference (emi) were identified. Device was discussed. No additional adverse patient effects were reported and the patient fully recovered. This pacemaker remains in service.